Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the rhythmia magnet was broken, and the procedure was cancelled. During a redo cryoablation procedure to treat atrial fibrillation (af), a rhythmia hdx was selected for use. It was observed that the rhythmia magnet was not functioning. As a result, the procedure was cancelled. The patient was under general anesthesia when the issue occurred. There were no patient complications. Onsite service has been requested; it was identified that there was an issue with the localization generator and cable. It is unknown if the device or any components will be returned for analysis.